Event description:
It was reported that customer experienced an issue with his tslim x2 insulin pump, where after changing the cartridge and filling it with 300 units, the pump inaccurately displayed only 55 units and maintained this incorrect reading until the insulin level dropped below this amount. There was no adverse impact to the customer¿s blood glucose level. Technical support explained to the caller that such discrepancies could result from a significant variance in the pressures used to measure insulin levels, and once the insulin matches the static display, the estimate will adjust accordingly. Gary acknowledged and understood this explanation.